Manufacturer narrative:
(B)(4). 510k number not filled in as this product is sold only in (B)(6).

Event description:
It was reported that the event involved a (B)(6) year old male pt that expired during intra-aortic balloon pump (iabp) therapy. While in the cath lab, approximately 1 hour after placement of the intra-aortic balloon (iab) via right femoral artery, there was leakage from the distal tip of the iab. The user realized the leakage by observing blood in the helium gas line, but there was no alarm that went off from the iabp (iap-0500j, serial number (B)(4)). There was no resistance felt during insertion. There was no tortuous vessel; calcification is unk. The iab was pulled negative according to the instructions for use. As a result, the device was removed. A new iab kit was inserted via the left femoral artery (opposite insertion site) and iabp therapy continued as planned. Approximately after the second day of iabp therapy, necrosis was observed in the left leg and the pt passed away. Iabp was used along with continuous hemodiafiltration. The user thinks the device is not the cause of death, but is not definite about it. There was a 20-30 minute delay or interruption in therapy when the pump was stopped. There was no surgical intervention required.